Event description:
It was reported that the tread is coming off the rear wheel of the chair. It was also reported the right side armrest will not snap into the frame as it should.

Manufacturer narrative:
It was reported that the tread is coming off the rear wheel of the chair. It was also reported the right side armrest will not snap into the frame as it should. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.